Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative adjusted the 5vdc power supply circuit. The system was tested and found to be working as intended and put back in service.